Event description:
The customer reported the system displayed a bad iris pot error and would not boot up. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The iris potentiometer connector was tightened and the collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.